Event description:
It was reported that the ilet device was accidentally dropped, resulting in a cracked screen while the device remained functional, and a replacement was provided. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose and no medical intervention or hospitalization. Investigation included internal complaint intake and shipment of a replacement device and inspection of the returned device. Investigation of this device revealed physical damage to the display from accidental impact, consistent with user-induced mechanical damage to the device housing/display. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage unrelated to device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.